Event description:
It was reported that the right atrial (ra) lead had chronic low impedance. No changes have been made and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). The lead remains in use and will not be evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.